Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the time of inspection before use, it was found that the image of the subject device could not be displayed. The subject device was tried on two different video system centers, however the issue was not resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that the image was not displayed on the monitor, and the camera cable of the subject device was damaged. (B)(4) surmised that the damage of the camera cable might be caused the no image.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia (oaz). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oaz and similar past cases, there was the possibility that the reported event was attributed to the damage of the camera cable, which might be caused accidentally. If additional information is received, this report will be supplemented.